Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that the rod disengaged from the rod inserter. The surgery was able to be completed with no patient complications. No further details are known at this time.

Manufacturer narrative:
Additional information: analysis of the returned device shows that visual examination of the instrument did not reveal any material or functional damage in terms of fracture, cracking, or breakage. Rod inserter attachment arms and levers open and close and function normally. Rod inserter rod attachment lever opens normally and securely retained sample rod when closed. Sample rod used to functionally test for rod disengagement; sample rod properly retained. Additionally, lmc/mmc rod simulation gage g0836 used to verify proper retention. The above observations are consistent with anticipated wear of the instrument.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.